Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that drill bit got stuck, and fractured off into the tibial cut guide. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11- medical product: unknown drill bit. Visual examination of the provided pictures identified pin is jammed in the cut guide and the pin was fractured. The cut guide noted to have a lot of wear, but cannot be confirmed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified sign of repeated use for more than four years. Unknown drill seized in the hole. The drill pin fractured. Also, the dimensional analysis found that two of the eight holes were undersized. These two holes show scratches and striations due to repeated use, which is the reason that these holes didn't accept 0.128 pin gage. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.